Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
(B)(4). Device evaluation: the lens was cut in two pieces, most probably to aid in explant. Based on the condition of the lens, further analysis is not possible. The reported complaint issue could not be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient intolerant with an intraocular lens (iol). The iol was explanted and replaced with a non-johnson & johnson lens. There was no vitrectomy, incision enlargement or sutures required. Reportedly, the patient is doing fine. No additional information was provided to johnson & johnson surgical vision.